Event description:
It was reported that during a percutaneous nephrostomy procedure, a guide wire detachment occured. The lesion was located in the left flank. The starter guide wire was inserted into the needle but the physician was unable to withdraw the guide wire. It was reported that ''a portion of the wire appeared to be left inside the pt" in the left flank. It was reported that the physician was unable to extract the entire wire. No pt injury or additional complications were reported. The pt status was reported as "stable." Multiple attempts to obtain additional info have been unsuccessful.